Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. The customer turned the pump back on and the battery gauge displayed 70% battery life. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer; however, no additional information was provided on the reported event.